Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was implanted was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 23mm non-abbott balloon. It was noted that there was left ventricular outflow tract (lvot) calcification. The valve got fully re-sheathed 2 times. The final implant depth at non-coronary cusp (ncc) was 4mm without any complications. Two hours post-procedure, the patient was experiencing chest pain and a CT scan showed an aortic dissection. The patient is stable and remains under observation.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of arrhythmia and peripheral vascular injury was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of the reported heart block may be attributed to the patient¿s underlying condition, such as calcification; however, this remains unconfirmed. The vascular dissection could potentially be related to procedural factors, including the re-capture attempts performed during the procedure, but this also cannot be conclusively determined. The reported pain appears to be a cascading effect secondary to the vascular dissection. The unexpected intervention noted was result of case specific circumstance as temporary pacemaker was used. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.